Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced. The alarms were confirmed during a review of the event history log and through component causality of cracks in the zero insertion force tail of the upstream sensor. The failed upstream sensor was replaced to correct this condition. Additional information: cracks.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.